Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that on (B)(6) 2024- report of striping effect (fluid, air, fluid, air) within a primary IV set and the pump module did not alarm air in line. Within the trauma intensive care unit there was a pump module with a primary infusion of normosol and an attached secondary infusion of zosyn to be delivered over 30 minutes. At the completion of the zosyn infusion the nurse noticed a striping effect (fluid, air, fluid, air) extending down the primary IV set (#2420-0007) and when the set was removed from the pump she saw the same fluid, air, fluid, air within the pumping segment. The secondary set was a b braun secondary IV set with universal spike and spin-lock connector and IV bag hanger product (# v1921). It was also communicated that the pump module did not alarm air in line. Clinician had to manually stop the infusion. Nurse also stated she noticed a kink about 6¿ above the upper fitment of the primary set. She felt that possibly due to the kink, air was being pulled into the primary set from the empty zosyn bag. Both the alaris pc unit and pump module were sequestered and are currently in the clinical engineering department. Once a shipping label is received the customer will send the devices to bd. Pictures were taken of the primary set striping effect (fluid, air, fluid, air), but the tubing was not saved from this event.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.